Event description:
Customer reported receiving an error message on his locked freestyle flash meter. While assisting the customer, it was discovered the meter had become unlocked, which is an indication the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.